Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had low draw.

Manufacturer narrative:
Investigation summary: the device history records for batch 6029881 have been reviewed with no issues being identified. Bd pas acknowledges that the customer has had an issue with the incident lot, but for plant evaluation purposes, the complaint was not observed due to a lack of objective evidence. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (no or low draw volume) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had low draw.